Event description:
Additional information was received the noise observed was just myopotential oversensing. Additionally, provocative testing was performed, but the noise was unable to be reproduced.

Event description:
During a clinic follow-up, episodes of noise resulting in myopotential oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.